Manufacturer narrative:
Trend has been identified and CAPA was initiated and performed. The compatibility check was performed and showed that the product combination was approved by zimmer. It was reported that the patient was implanted a durom acetabular component 50/44 code j on (B)(6) 2006 on the right hip side and started to suffer from metallosis in autumn 2015. Meanwhile, it was additionally reported to us that the patient was revised on (B)(6) 2016. Review of received data: letter from the patient: in (B)(6) 2006 the patient underwent a surgery performed by dr. (B)(6) in the (B)(6) because of repeated pain in the hip. Based on the previous diagnosis a total hip prosthesis on the right hip was implanted. This surgery permitted the patient an almost normal activity until autumn 2015. From that time on the patient started to have more and more pain which prohibited a normal life. Attached to the letter there were product stickers showing that apart from the products mentioned on the front page a cls stem (ref 29.00.39-080, lot 2314538) was implanted. MRI with CT supplement performed on (B)(6) 2016: there were no visible signs of loosening of the prosthesis. Despite major periprosthetic metal artifacts there was a cystic mass measuring 7 cm in width and 4 cm in thickness which was a granulomatous inflammatory peri-prosthetic remodeling. The mass was accessible for puncture (if necessary) from the posterior side. There was a geode under the right acetabular corticalis. Radiological report: on (B)(6) 2016 a biopsy by using CT was performed on the right hip. The indication stated metal on metal prosthesis and suspicion of synovitis and soft tissue mass. First a puncture behind the prosthesis was performed and 2 ¿ 3 ml of a cloudy rosé liquid were taken which was sent to a lab for analysis. Then several samples were taken of the mass which was quite hard, slightly yellow in color and of chalky consistence and put in two different solutions. The samples were sent for analysis to another lab. Histological examination dated (B)(6) 2016: on (B)(6) 2016 two test samples named were received with the following information: periprosthetic pseudotumor right hip and resection from metal on metal prosthesis (elevated chromium, cobalt) diagnosis: periprosthetic reaction , fibrous chronic synovitis of detrital type. Report of hospitalization: the surgery was performed on (B)(6) 2016 due to the following diagnosis: reaction type alval because of the metal on metal prosthesis implanted on (B)(6) 2006. Procedure: the posterior approach using the old incision was performed. One encounters a large posterior pseudotumor which expanded under the gluteus medius and was in contact with the sciatic nerve. The pseudotumor which was filled with a creamy whitish liquid is completely resected. Samples were taken and sent for analysis. The pseudotumor was in contact with the prosthesis. Once the pseudotumor was removed, the dislocation of the prosthesis with removal of the cup and the adapter was conducted. The surgeon found a metallosis on the neck which was cleaned with a compress. There was also metallosis on the bottom of the cup. Then all the fibrous tissue at the basis of the stem on the height of the calcar was resected. This allows one to detect that there was neither bone resorption nor a gap between the stem and the femoral bone. The stem appeared to be fine and did not need to be changed. The anterior superior area of the cup was freed and the debridement was continued which permitted to see that there was bone resorption at the superior rim and posterior of the cup. The cup was freed with the help of the instrument for explantation and removed. In the region of the ¿u¿ (it is assumed that with that abbreviation the teardrop was meant) a part of the titanium remained fixed at the bone and got detached from the cup. Several zones of bone resorption were visible especially in the anterior wall which was extremely weakened. Cleaning with the curette and then with the rasp size 50 was performed. There was a considerable weakening of the anterior and posterior wall due to the bone resorption. As a consequence it was not possible to implant a new pressfit cup. It was decided to implant a reinforcement ring with hook (ganz ring) size 50 with a little tutoplast at the bottom and the hook placed in the region of the ¿u¿. The primary fixation was good, three titanium screws 40-45 mm were placed with good primary fixation. Several lavages were made and a dual mobility cup size 48 was cemented without special problems. The insert size 48 and a 28 l head were placed. The joint was reduced, the prosthesis was stable, an extensive lavage was made and the suture performed. Anamnesis: as some of the information was covered by the already described examination results only not yet mentioned information concerning the right hip was shortly summarized below. In (B)(6) 2015 the surgeon examined the patient which showed mainly mechanical symptomatology around the right hip and some pain on the lateral side of the thigh. During physical examination a gait with limping of the right leg was noticed. There was pain in the right hip in flexion and rotation. The results of all the performed investigations pointed to a metal on metal reaction resulting in the indication for a revision. During the last check on (B)(6) a standard radiograph was taken which did not show periprosthetic osteolysis. Postoperative follow-up: in general the postoperative follow-up was easy with good wound healing. X-rays: pelvis overview, (B)(6) 2007 there seemed to be a fine line between the cup and the acetabulum in the cranial region. On the lateral side the equatorial fins of the durom cup did +0000000000000000not seem to be engaged in the bony rim. The cup inclination was measured to be approximately 44° and the anteversion was estimated to be between 5° and 10°. For the latter a template showing the profile of the durom cup in steps of 5° anteversion was used. The cls stem has a slight varus position in the femoral bone. Pelvis overview, (B)(6) 2016 compared to the previous x-ray the fine line between the cup and the acetabulum in the cranial region was not any more visible. There seemed to be a change in the bony structure in the cranial region of the cup. A slight change of the bone structure could also be noticed on the medial side of the stem in the proximal part of the calcar. Below the tip of the stem a one-sided endostal bridging could be seen. Lateral view right hip, (B)(6) 2016 on the lateral side the equatorial fins of the durom cup were not engaged in the bony rim. Otherwise there was nothing to report. Pelvis overview, (B)(6) 2016 a ring with a hook (placed in the region of the teardrop) was fixed with three screws in the acetabulum. Inside the ring a cup was placed. In the medial region a more radio-opaque area was visible. The stem was unchanged. On the lateral side of the radiograph the staples from the skin suture were visible. Pelvis overview, (B)(6) 2016 compared to the previous x-ray there were no changes. Lateral view right hip, (B)(6) 2016 the lateral view is inconspicuous. Visual examination: the durom cup showed damage from the revision surgery, e.g. Scratches and deformation of the equatorial fins. On the anchoring side an approximately 20 x 20 mm large piece of the titanium vacuum plasma spray coating was chipped off along the equator. Sparse remained of bone attachments as well as small shiny appearing areas were also visible. On the articulation surface numerous fine scratches and few coarser scratches close to the rim were recognizable. A closer examination of the surface revealed that on length of approximately 25 mm of the circumference of the spherical calotte¿s bevel small arrow-shaped formations were present. Small single spots exhibiting cell-induced corrosion could be observed close to the bevel and on the rim. The metasul ldh head showed fine and coarser scratches. The latter are shorter. Further, there was mechanical damage, small lines as well as single spots of metal smearing and an area with signs of cell-induced corrosion. Only under certain light conditions a possible partial borderline between the loaded and the unloaded area got visible to the naked eye. The surface was inspected under microscope at 200-times magnification with differential interference contrast (dic). In the loaded area scratches were visible. In the unloaded area the original surface state with the slightly protruding carbides was still recognizable. A clear borderline between loaded and unloaded area could not be detected. Areas with cell-induced corrosion and mechanical damage could be identified and clearly distinguished. In this as-received state the head adapter was located in the head taper but was not fixed and could be removed by hand. There was nothing to report about the surface of the head taper as well as the outer surface of the head adapter. On the inner surface of the head adapter surface changes due to fretting corrosion were found. Three marks could be observed in the proximal region of the contact area. One of the marks was larger than the others. It seemed that there was a small elliptical-shaped area in the area that was in contact with the stem¿s taper that possibly still presented the original surface structure. At the distal end of the contact zone partially an approximately 1 mm wide zone (probably a groove) could be recognized. Conclusion summary: due to the above mentioned facts it was assumed that the symptoms leading to the revision surgery as well as the bone resorption found in the acetabular region during revision surgery could possibly be attributed to the phenomena seen on the inner surface of the head adapter. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicated that the durom cup, when used as intended, was a safe and effective device and was performing commensurate with industry performance of similar mom devices. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification (B)(4).since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 50/44 code j on the right side (exact date not reported). The patient was revised on (B)(6) 2010 due to metallosis.

Manufacturer narrative:
The explantation date was corrected. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 50/44 code j in 2006 on the right hip side and started to suffer from metallosis in autumn 2015. Meanwhile, it was additionally reported to us that the patient was revised on (B)(6) 2016. Note: the occurence date was taken as awareness date, since the revision surgery occured afterwards.

Manufacturer narrative:
Additional information was received on june 15, 2016. The product was returned to zimmer (B)(4) and investigation is ongoing. The following documents were received and will be reviewed within the investigation process: - surgical report of implantation, - surgical report of revision, - blood and pathology tests, - MRI scan and x-rays. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 50/44 code j on (B)(6) 2006 on the right hip side and started to suffer from metallosis in autumn 2015. Meanwhile, it was additionally reported to us that the patient was revised on (B)(6) 2016.